Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening) inflammatory response and lung disease. In addition, the patient also alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, hypersensitivity, nausea, vomiting, dizziness and headache. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening) inflammatory response and lung disease. In addition, the patient also alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, hypersensitivity, nausea, vomiting, dizziness and headache. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were 16 errors code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated. Recall (z) number (rfb) was corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening) inflammatory response and lung disease. In addition, the patient also alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation, hypersensitivity, nausea, vomiting, dizziness and headache. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. After the third attempt to have the device and components for evaluation, received an automatic message that stated call could not be completed. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed.